Event description:
It was reported although the pt is receiving effective stimulation now, she has to be programmed periodically. Imaging showed the lead shifted diagonally. It was reported the pt experienced a fall sometime ago. Add'l imaging did not reveal lead migration. There is no further info at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.